Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp by checking the helium tank seal and found a hard plastic seal. The stm replaced the seal with a new rubber/metal seal on the tank mount. The stm performed all helium leak tests as per the service manual and also performed calibration and functional tests. All tests passed and were within factory specification. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown if there was a patient involved or under which circumstances this event occurred. However, there was no report of an adverse event.